Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis revealed the presence of coagulated blood along the inner coil of the lead which were most likely introduced by means of stylets used during the surgery. With regard to the dislodgement reported in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
These leads were explanted one day post-implant because the sensing and threshold values were poor. They were both found to be dislodged. They were replaced with sjm leads. There were no adverse patient side effects reported for the patient. Should additional information become available, this event will be updated.